Event description:
Device malfunction: failure to deploy/exposed stent struts. Type of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure, the absolute stent did not deploy. Upon receipt of the device in the rg lab, it was noted that three of the stent struts were exposed and there was blood on and in the device. There was no reported adverse patient effects associated with the device malfunction. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.